Event description:
Complainant alleged that medics responded to a call of a pt in witnessed respiratory distress. Upon arrival to the scene, the pt was found unconscious, not breathing and unresponsive. The pt was attached via 4-lead monitoring electrodes and did not present a shockable heart rhythm. Upon transport electrode pads were attached to the pt who then presented a shockable heart rhythm and 120 joules were discharged to the pt; the device then displayed a "poor pad contact" message. The pt was then transferred to hospital care and subsequently expired. Complainant indicated that the pt's outcome was not a result of the reported malfunction.